Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold issues and loss of ventricular capture (loc). The physician suspected that the loc and high pacing threshold issues may have led to a low heart rate which may have contributed to the fatigue and headache symptoms the patient was experiencing. The rv lead was explanted and replaced with a new lead. The device was retained by the facility and is not expected to return. No additional patient adverse effects were reported.